Event description:
It was reported that this right ventricular (rv) lead exhibited intermittently high out-of-range shock impedance measurements greater than 125 ohms. This rv lead remains in service. No adverse patient effects were reported. Additional information received approximately 10 months later reported that this right ventricular (rv) defibrillation lead continued to exhibit high out-of-range shock impedance measurements, now greater than 200 ohms. Technical services (ts) reviewed troubleshooting options and programming considerations. This rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).